Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced for an unspecified reason. Guidant has not received any complaints against the device.